Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the suite pc would not boot up. Upon functional testing, the fse determined that the issue was caused by a software problem. The fse tried to reload the software multiple times by connecting the network cable directly from the tsm to the ts switch and tried different software sticks, but the issue persisted. To resolve the reported issue, the fse reinstalled the original suite pc and reloaded the system with software and make necessary configuration to the system. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that suite pc of the azurion device was not booting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips.philips has started an investigation of this complaint.